Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Photos of the device have been received; evaluation yet to begin.

Event description:
Healthcare professional additionally reported "hole in radius (edge)." The device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Healthcare professional, additionally reported, "hole in radius (edge)". The device has been explanted and replaced .

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.